Event description:
The facility reported a false air in line alarm during biomed testing. The hospital representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No additional information is known.